Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single-use: device discarded.

Event description:
The consumer reported accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. Per the consumer, she accidentally put the swab inside her nostril with the reagent solution on the swab. The consumer did not experience any discomfort or irritation as a result of the exposure. The consumer proceeded to take a second test successfully and had no further issues. There was no reported patient impact.